Manufacturer narrative:
This report is submitted on december 2, 2019.

Event description:
Per the clinic, the patient experienced a loss of the abutment secondary to an infection at the abutment site.